Event description:
It was observed that during the device evaluation, the subject device distal end had foreign objects, and the image was not displayed due to charged coupled device (ccd) unit damage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the foreign objects on the distal end is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause for the image not displayed due to charged coupled device (ccd) unit damage is caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.